Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment details were not reported. On an unreported date, dianeal and extraneal therapies were discontinued (current mode of dialysis therapy was not reported). The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was not reported if dianeal and extraneal therapies were ongoing until the time of death (previously reported as dianeal and extraneal therapies were discontinued). The peritonitis was coincident with continuous ambulatory peritoneal dialysis. It was reported that the cause of the peritonitis was due to ¿eps¿ (encapsulating peritoneal sclerosis). The patient was hospitalized for the peritonitis on the same day as being diagnosed with peritonitis. Twenty days later, the patient was discharged from the hospital. On the same day as discharge, the patient passed away. The patient was not recovered from the peritonitis at the time of death. The cause of death was reported to be due to withdrawal from renal therapy (not further specified). An autopsy was not performed. Should additional relevant information become available, a supplemental report will be submitted.